Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11. Visual examination of the returned product identified signs of use with some wear on the ao connecting end of the driver as well as the quick connect end of the driver. The driver has fractured at the distal end of the driver where the flexible portion meets the quick connect end of the driver. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The event was initially reported under the wrong MFR number (3002806535-2024-00441). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the flexible drill shaft fractured. There is no further information available at the time of this report.